Event description:
Procedure type: prostatectomy. According to the reporter: during the procedure, the balloon broke, however, it did not burst into pieces. There was no report of pieces falling into the cavity or blood loss or impacting the pt. The operating time was not extended as a result. The pt's condition is ok.